Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s parent reported via phone call the insulin pump alarmed critical pump error. The customer¿s blood glucose was unknown at the time of incident. Customer¿s parent stated that the insulin pump alarmed critical pump error after it has been exposed to pool water. Customer's parent also reported crack on the insulin pump right hand side. The customer¿s parent was advised to have the customer discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
The insulin pump was received with a partial white display due to severe corrosion on all electronic assemblies. Unable to perform displacement test and self test due to missing segments/partial display. Unable to verify critical pump error due to partial white display. The insulin pump was received with cracked battery tube area.